Event description:
It was reported that the zimmer skin graft mesher graft/carrier was drifting and getting caught in the mesher ruining the graft. No pt injury. Staff was able to work with graft.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.